Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst before it was inflated to normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst before it was inflated to normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.